Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation procedure, a farawave was selected for use. During procedure, after cannulating the left superior pulmonary vein, following the pulmonary vein ablation with farapulse, it was observed that the 0.035 guidewire did not move under fluoroscopy. However, in the proximal part of the catheter, the guidewire could move back and forth, but this movement was not observed in the fluoroscopic image. The catheter had a flower-like shape when this occurred. To resolve the issue, the entire system (guidewire, sheath, and catheter) was removed, adjusting the catheter shape to basket. It was observed on the surgical table that a portion of tissue had remained trapped at the tip of the catheter and that the guidewire was completely frayed and damaged. The device is expected to be returned.

Manufacturer narrative:
A media review determined that tissue was trapped between the catheter guidewire and the catheter itself, which caused the guidewire to become stuck.

Event description:
During a pulmonary vein isolation procedure, a farawave was selected for use. During procedure, after cannulating the left superior pulmonary vein, following the pulmonary vein ablation with farapulse, it was observed that the 0.035 guidewire did not move under fluoroscopy. However, in the proximal part of the catheter, the guidewire could move back and forth, but this movement was not observed in the fluoroscopic image. The catheter had a flower-like shape when this occurred. To resolve the issue, the entire system (guidewire, sheath, and catheter) was removed, adjusting the catheter shape to basket. It was observed on the surgical table that a portion of tissue had remained trapped at the tip of the catheter and that the guidewire was completely frayed and damaged. The device is expected to be returned. It was further reported that the problem occurred when the ablation was finished. The whole system was retracted. The guidewire was advanced past the tip and in flower configuration. During the procedure no resistance was found. The event occurred at the end of the procedure. Heparin was given post transeptal. The act results prior to the event were >300.

Event description:
During a pulmonary vein isolation procedure, a farawave was selected for use. During procedure, after cannulating the left superior pulmonary vein, following the pulmonary vein ablation with farapulse, it was observed that the 0.035 guidewire did not move under fluoroscopy. However, in the proximal part of the catheter, the guidewire could move back and forth, but this movement was not observed in the fluoroscopic image. The catheter had a flower-like shape when this occurred. To resolve the issue, the entire system (guidewire, sheath, and catheter) was removed, adjusting the catheter shape to basket. It was observed on the surgical table that a portion of tissue had remained trapped at the tip of the catheter and that the guidewire was completely frayed and damaged. The device is expected to be returned. It was further reported that the problem occurred when the ablation was finished. The whole system was retracted. The guidewire was advanced past the tip and in flower configuration. During the procedure no resistance was found. The event occurred at the end of the procedure. Heparin was given post transeptal. The act results prior to the event were >300.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.